Event description:
The user facility reported that following a completed cycle, two employees experienced burns while operating the sterilizer. The employees were treated for a superficial burn, prescribed silver nitrate ointment and bandage and sent home from work. The employees have returned to work and have no sustaining injuries. No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit. The technician ran multiple leak tests and processing cycles without issue. Additional processing cycles were performed with instruments; no moisture was noted on the pouches. The device was found to be operating to specification and returned to service. An in-service on proper operation of the device was provided to the facility on two different occasions; once by the distributor and once by the steris clinical specialist. No additional issues have been reported.